Manufacturer narrative:
Investigation/evaluation is pending receipt of product.

Event description:
In 2007, it was reported that during a minimally invasive surgery performed 3 days prior,the screwdriver would not engage the screws. This contributed to a 15 minute surgical delay. The surgeon completed the case as intended with another driver.